Manufacturer narrative:
The device was not returned to abbott vascular; therefore, we were not able to perform a device analysis. The lot number was not provided; therefore, a device history record review could not be performed. Literature search article: new england society for vascular surgery 2007; 45: 1095-1101. Written by w. Anthony lee, md, titled "total percutaneous access for endovascular aortic aneurysm repair ("preclose" technique)".

Event description:
Device malfunction: sutures pulled through artery. Time of symptoms/ae: during vessel closure. Symptoms/ae: bleeding. This was noted through a periodic article review that assessed total percutaneous access for endovascular aortic aneurysm repair. A preclose technique was used to involving deployment of the proglide device before procedural sheath insertion. A total of 559 proglide devices were used to close 279 femoral arteries; there were failures, mainly due to obesity, device malfunction, severe calcification and faulty arterial punctures. During the vessel closure procedure of the common femoral artery with the proglide, the sutures pulled through the artery requiring surgical closure. Information regarding the cause for the sutures pull through was not specified. No specific event or patient information is available.